Event description:
Customer reported code key discrepancy on the device. A flagged result was noted in the report and the code key swap test = "lo". No treatment was given. A request was made for return product and replacement product was sent.